Manufacturer narrative:
G4: similar product to 192-000 investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 193-000 / lot m215670 and test base part number 190-430 / lot m215670. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215670 showed that the complaint rate is 0.0113%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference. Single use device, discarded.

Event description:
The customer reported six false positive results with the ID now covid-19 assay on unknown dates in dec2022. This report is for patient six (6) of six (6). Confirmation pcr testing (platform unknown) was performed which generated negative results. Although request, the customer declined to provide any additional information.

Event description:
The customer reported six false positive results with the ID now covid-19 assay on unknown dates in (B)(6) 2022. This report is for patient six (6) of six (6). Confirmation pcr testing (platform unknown) was performed which generated negative results. Although request, the customer declined to provide any additional information.

Manufacturer narrative:
Similar product to 192-000. The investigation is ongoing. Once the investigation is complete a supplement report will be submitted. Single use device, discarded.